Manufacturer narrative:
A device history record review was completed by our quality engineer team for provided material number 394602 and lot number 3143759. The review did not reveal any detected abnormalities during the production process that could have contributed to this defect and all quality tests were found to be within specification. As a sample was unavailable for return, a thorough sample investigation could not be completed. Based on the investigation results, an exact cause for this incident could not be identified. Should you again experience any problems with our product we would appreciate the opportunity to conduct a thorough analysis. There are quality controls currently in place to detect this type of defect during the production process. Further action has not been determined necessary at this time. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
Material#394602,batch#3143759.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.

Event description:
It was reported the bd connecta plus3 blue component defected (B)(6) 2024 patient surgery, the anesthesiologist to ensure the smooth progress of the operation, give intraoperative drugs in a timely manner, to the indwelling needle installed tee tube, increase the venous access, postoperative access to the connection of intravenous infusion tubes and analgesic pumps, according to the management of static therapy after surgery, take out the excess intravenous infusion add-on device, remove the tee tube, tee tube one of the joints broken in the connector of the analgesic pump, affecting the analgesic pump, the nurse worried about the patient's pain and suffering, hurriedly remove the broken tee connector in the pain pump reconnected analgesic pump, the nurse worried about the patient's pain and suffering. The nurse was worried about the patient's pain, so she hurriedly removed the broken tee connector from the analgesic pump and reconnected the analgesic pump.